Manufacturer narrative:
B3: date of event: month and year of event have been provided, but day is unknown. No device or device photo was returned for investigation. Due to this, no root cause was determined. No DHR review was performed because no lot number provided.

Event description:
It was reported that the device was attempted to be inflated after tube intubation, but the cuff did not inflate. This occurred during patient use, no patient harm reported.